Manufacturer narrative:
The esheath was returned with the delivery system/crimped valve still inserted into it. Upon visual inspection it was observed that there was sheath distal tip delamination, the c-marker was still present. The hdpe was damaged at the distal portion of the sheath. The sheath liner was torn in the last 2¿ of distal length of sheath shaft. After retrieving the delivery system through the sheath during the engineering evaluation, it was noted that the soft tip/hdpe material had separated from sheath shaft tip. No other visual abnormalities were observed. Liner thickness measurements at different locations along the liner tear were taken with a digital blade micrometer. Due to the nature and location of the tear, the measurements were only able to be taken along one side. All measurements meet the specification for liner wall thickness. No functional testing relevant to the event could be performed due to the condition of the returned device (delamination, torn liner, damaged hdpe, expanded sheath, separated tip). A device history record (DHR) review performed did not reveal any issues that may have contributed to the event. A lot history review did not reveal any complaints related to distal tip separation, liner delamination, and/or liner torn. During the manufacturing process the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections support that it is unlikely that a manufacturing defect was the cause of the complaint. There was no allegation or indication of an esheath tip separation during the procedure. A tip separation was noted during the engineering evaluation, as the delivery system with the crimped valve was retracted through the sheath tip and shaft. It is not certain when the tip separation occurred. However, since the tip was observed separated after the delivery system was retracted, it is believed the tip separated during the withdrawal process during investigation. In this case, the crimped valve and inflation balloon and sheath were returned in a used condition which were not optimal for withdrawal. Several attempts to withdraw the crimped valve and delivery system during the procedure may have damaged the sheath, valve and delivery system affecting the integrity of the devices. Additionally, after time, the crimped valve would recoil to a larger diameter and the balloon would lose its initial profile. All of these factors can contribute to tip separation as the used delivery system and crimped valve is retracted through the sheath during the engineering evaluation. In addition, there was no allegation or indication of an esheath liner tear or delamination during the procedure. Both the liner tear and delamination were observed during engineering evaluation. No manufacturing non-conformances were identified as the liner thickness measurements met specification. The liner was also confirmed to have expanded as designed on the rest of the sheath shaft. Engineering investigation supports that it is likely that procedural factors contributed to the noted liner tear and delamination. As stated in the event description, multiple attempts to withdraw the valve and delivery system occurred in the procedure. This also most likely contributed to the tear and delamination. Liner tear, liner delamination, and tip separation were observed during engineering evaluation; but no manufacturing non-conformities were found in the returned sample. Available information suggests that procedural factors may have contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that occurrence rate exceeds the (B)(4) 2015 control limits for this trend category. No corrective action or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing, pending engineering evaluation of the returned device. This report is related to manufacturer report no. 2015691-2015-02602.

Event description:
During the preliminary product inspection of a 16fr esheath a piece distal tip of the returned device distal tip broke off. It is unknown when material had separated from esheath.